Event description:
Bard groshong catheter with power port implanted. Fifteen months later, patient having port flushed when physician noticed approximately 20 cm of distal tip of the guide wire sticking out of the catheter.